Event description:
The customer reported that the system continued to perform fluoroscopy and the emergency stop needed to be pushed to halt exposure. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The reported issue could not be duplicated. During the service call, the fluoro function board was adjusted and flashed, the generator interface board nodes were flashed, the calibration files were reloaded, and the interconnect cable was replaced. No conclusion can be drawn as further repair info is unavailable and no add'l service info was available. This malfunction may have resulted in a possible accidental radiation occurrence.